Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
It was reported that a patient fell from a multirall 200 lift and sustained multiple fractures. During patient transfer, the patient fell from the lift, approximately 1.5 meters. After an inspection by baxter it was noted that at the time of the incident the lift was equipped with a qlink instead of a qlink ii, as the customer¿s biomedical department had replaced it with an old model, despite baxter recommendations. The reported fractures are awaiting confirmation via CT scan, and the patient required a prolonged hospitalization. The exact cause is undetermined at this time; however, a use error cannot be excluded as the lift was being used with an obsolete combination despite baxter recommendations. No further information is available at this time.